Manufacturer narrative:
Additional information will be provided within 30 days of receipt.

Event description:
During the index procedure to the left superficial femoral artery, it was reported that a dissection occurred. The dissection occurred at the lesion site distal to the lesion into popliteal artery preventing stent placement. The dissection was reported as non-flow limiting and no further intervention or treatment was provided. However, it was decided that further intervention would be necessary at a later date. Three weeks later, the patient returned and a stent was placed at the location of the dissection. The vessel anatomy at the lesion site was straight and the type of lesion de novo. Lesion location measurement from the lower end of occlusion to upper boarder of the patella is 5cm. The total lesion length is 140mm of which 60mm was occluded. There was no thrombus present at the site before the procedure. The reference vessel diameter is 6.7 mm. The percentage stenosis before the procedure was 50%.